Event description:
The japanese dealer reported for the healthcare facility that the stop button mechanism came apart. The knurled pin came loose from the stop button mechanism during a surgical procedure. The spring was recovered from the pt by the surgeon using an aspiration device. All parts were accounted for. There was no pt injury, pt healing was normal.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info. The investigation revealed that an incorrect pin lead to the disassembly of the device. The root cause of the problem was a mfg error. The corrective preventative action to mitigate further occurrences includes process controls in the form of equipment configured to identify and report correct pin insertion force at the time of mfg. The ra/qa mgr at onmi-tract had a discussion with MDR specialist (B)(6) at the FDA who indicated that this late filing was of no consequence because satisfying the (B)(6) customer and regulators was the necessary focus. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for reference and trending purposes.